Manufacturer narrative:
Health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -5.5/1.0/33 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as the device.